Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device. No abnormalities were found related to the reported information. The lot was released meeting all qa specifications. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
Reference associated MDR, manufacturer's report number 1222780-2009-00050. User facility reported several unsuccessful cavity integrity assessment (cia) tests during an attempted novasure ablation. The procedure was abandoned and a "small perforation" was confirmed on post hysteroscopy. The patient was discharged home. During follow-up in 2009, it was reported no treatment was needed for this perforation. A hysteroscopy and a dilation and sounding with a metal sound (lot a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.